Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed an unknown error after which the insulin pump turned off when customer hit ok button. Customer was as to try and insert new battery but customer was unable to do so. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.